Event description:
It was reported that the user connected the adapter to the cartridge outside of the pump and then inserted it, which is an incorrect procedure for the ilet system and constitutes an infusion set and cartridge use error; the user subsequently replaced the cartridge, adapter, and tubing while retaining the infusion site and correctly seated the cartridge in the pump, after which insulin delivery was resumed. Symptoms included hyperglycemia with a peak of 258 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure related to connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.